Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event shortly after the use of the product on (B)(6) 2011 and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products: associated mfrs # 1225714-2013-02689, 02690, 02691, 2937457-2013-00179.